Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted confirmed that device was no longer functioning. Pt was reimplanted with a clarion device.